Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260; (serial: (B)(6); product type: 0200-lead; implant date; explant date; brand name: vectris surescan; product ID: 977a260; (serial: (B)(6); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device was removed under the discretion of the physician due to patient experiencing recurrent infection symptoms over the past few months with hospitalization. The patient had numerous testing and labs but no origin or identification of infection determined. Device removed as last resort and sent for lab testing. Patient has been hospitalized in the last month for recurrent infections of unknown etiology. Patient had an inflammatory response at the lead site and ins pocket site noted during explant.